Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
It was reported that after approximately five hours of intra-aortic balloon (iab) therapy, blood was noticed in the extracorporeal tubing. It is unknown if any alarms were generated. The insertion was reported to be left axillary, which is not the method described in the device instructions for use. The iab was removed 10 minutes later. A new iab was inserted via right axillary. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The pressure tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problem the insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).